Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: unknown knee tibial tray component; unknown knee femur component; unknown knee tibial insert component; unknown knee patella component; unknown bone cement; unknown knee femoral sleeve; unknown knee femoral stem; unknown knee tibial sleeve; unknown knee tibial stem.

Event description:
The patient was revised to address infection. Left srom hinge knee was removed together with the femur, mbt revision tibia, poly, patella, sleeves and stems in both. Doi: unknown; dor: (B)(6) 2018; left knee.